Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on or around (B)(6) 2011 and subsequently expired on or around (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separate products and associated with mdrs #1225714-2013-00377, 1225714-2013-00378, 1225714-2013-00715.